Manufacturer narrative:
Batch review performed on 16 may 2024 lot 1905348: (B)(4) items manufactured and released on 08-nov-2019. Expiration date: 2024-10-28. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 4 years and 4 months post primary revision surgery for mpact dm loosening. Acetabular components and head were revised successfully.